Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported two cassettes alarmed no disposable clamp tubing on both pumps. No further details provided. No patient injury.

Manufacturer narrative:
No lot number was provided; therefore, a history record review could not be conducted., corrected data: h6, h10.